Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a sensor not active message. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.